Event description:
It was reported that patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1600: sn (B)(6). The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. The reported event was not confirmed. This investigation is assigned a probable cause of no problem detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.